Event description:
Healthcare professional reported "breast augmentations spanning from 1995 to 2016 with revisions from rippling. Implant rupture, encapsulation", "right sided capsular contracture baker grade IV" and "pain on the right breast with breast MRI showing ruptured right implant and encapsulation". This is for right side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.